Event description:
It was reported that during an open bypass procedure, the knife did not return to home position at the 4th stroke of the 4th firing when the device loading a gold cartridge was fired to close insertion slots after anastomosis between the stomach and the jejunum. The device was opened with the manual knife reverse switch. Staples closest to the cut line were unformed. The target tissue was regular. There was no unexpected resistance in closing and firing. The device functioned as intended until the 3rd firing with blue cartridges. Reinforcement material was not used. Additional suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received in good visual condition and with four cartridge reloads. Three cartridges were received fully fired. The cartridges reloads were disassembled to verify the condition of the internal components and no anomalies were noted. The fourth cartridge was received with damage on cartridge deck. The damage to the cartridge deck is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. If enough force is applied to the firing trigger the one piece sled can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No incident related to the reported event was observed during the batch record review.